Manufacturer narrative:
Additional information received on november 19, 2021 stated that, patient underwent unilateral replacement with cat#: 3503501bc, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery breast with mentor memorygel, 350cc silicone breast implant, experienced right sided hematoma post procedure. The patient had her original surgery on (B)(6) 2021, but then doctor to exchange her right side on (B)(6) 2021 due to a hematoma she was developing, contaminated implant.